Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher four times. The last repair was (B)(6) 2015 where it was reported that the device had a bent comb and the roller, bushings, side plates, comb, and gear were replaced. This is not a related issue. Product review of the skin graft mesher revealed that the comb was bent. The side plates and shoulder bolts were damaged. The pretests could not be performed due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the bushings, side plates, comb, and shoulder bolts. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was bent. The root cause of the metal part that the mesher sits in cannot be specifically determined with the provided information since tit is unknown how the comb became bent. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the carrier was damaged during cleaning. Product review of the returned skin graft mesher revealed the comb was bent. No adverse events have been reported as a result of this malfunction.